Manufacturer narrative:
Analysis of the lead (sn (B)(4)) found that the body was cut through and the product was segmented. Analysis of the lead (sn (B)(4)) found that the body was cut through and the product was segmented.

Event description:
Additional information received reported patient¿s implantable neurostimulator (ins) was explanted due to a possible infection. The results were unknown at the time of the report. The lead was also cut for explant. The patient recovered without sequelae.

Event description:
It was reported the patient had an infection and it was unknown when the infection started. An MRI was going to be done of the thoracic to see if an infection of the lead insertion site could be ruled out. Additional information received reported the patient was seen in the hospital the day of the report and the healthcare provider (hcp) believed it was just a skin infection on the inferior portion of the spinal incision. The patient was given antibiotics which already seemed to help. Stimulation reprogramming and coverage were great. Nothing was cultured as there were no open wounds. Additional information received reported the patient had pain at incision which was mainly over the lead insertion site. The patient had been in to see the hcp for a postop two weeks after surgery without any reported issues. One month post implant the patient went to the hcp¿s office with pain and swelling over the lead spine incision. The patient was sent for an MRI and placed on antibiotics for a possible infection. The patient was treated as an inpatient with IV antibiotics for the weekend and then sent home with antibiotics for another week. The patient went back to the hcp¿s office with increased pain at the insertion site, increased swelling, fevers, and slight headaches. It was at this time the patient requested to explant the entire system. The patient also had a sharp ¿jolting¿ feeling at the spine lead insertion site. The impedances were checked and were within normal parameters. Impedance testing, x-rays, and reprogramming were the diagnostic tests completed. The stimulation pattern was appropriate and provided the desired stimulation for chronic pain. Per the patient wishes, the hcp explanted the entire system and cultured both pocket and spine wound. Th e system would be sent in for battery check. During anchor removal the lead was cut with the scalpel so the leads were then cut too, but the leads would also be sent in. Additional information received reported the patient culture came back positive for (B)(6) and the patient was placed on oral antibiotics.

Manufacturer narrative:
Concomitant products: product ID 97792, lot # n429923, implanted: (B)(6) 2014, product type accessory; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.